Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that there was moisture inside the battery compartment and inside the keypad. In addition, the up, down and ok buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/08/2015 with the following findings: the pump was returned with moisture in the battery compartment. A leak test failed due to a crack alongside the battery compartment. All of the keypad buttons responded properly. No moisture or contamination was found on the button contacts.